Event description:
It was reported that on an unknown date, the metal sheath of the device broke during the procedure and remained in the patient. Subsequently, the incident was detected during a post-operative follow-up x-ray and required emergency surgery on an unknown date to remove the foreign piece. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b3; b4; b5; d2; e1; e3; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral x-ray of the knee shows broken needle projecting posterior to the tibial plateau. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the metal sheath of the device broke and remained in the patient. Subsequently, the incident was detected during a post-operative follow-up x-ray and required emergency surgery the following day to remove the foreign piece. Attempts have been made and no further information has been provided.